Manufacturer narrative:
.

Event description:
The customer reported the device has a red x in the indicator window. There was no reported patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Usage of device: reuse.